Manufacturer narrative:
(B)(4). Device passed displacement test. Pump error (variable 3) alarmed during self test and device trace download confirmed pump error (variable 3) due to broken trace at u1 pin 6/sda on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.